Manufacturer narrative:
H3: no product was returned but one photo and video were attached to the complaint. A particle was detected in the medication bag. According to video and photo received, customer issue was confirmed. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that during production using the 100 ml gray cadd cassettes a particle was identified during 100% visual inspection of one cassette. All cassettes used during this production run were from lot# 6101899. The particles had been described by staff as ¿curled piece of plastic". A picture and video were provided. There was no reported patient involvement.